Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Reported lot number 006192567 does not validate in our complaint system; lot number is considered unknown until more information is received from the customer.

Event description:
As reported by the user facility: they placed a cse last night in the operating room and the catheter wire was broken and unable to thread - able to thread until 14cm and then unable to thread and we noticed the catheter wire was broken. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.